Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance and a dissection occured. The lesion being treated was located in the left main (lm). The physician placed an unknown size taxus express2 drug eluting stent. After deflating the stent balloon, the physician experienced balloon withdrawal resistance. He deep seated the guide catheter through the stent and then dissected the left main. An unknown stent was placed to correct the dissection. No additional patient complications were reported. Additional information was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.